Manufacturer narrative:
Pump received with intermittent button response due to flattened (escape,b and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to buttons not responding. Pump received with partial broken reservoir tube lip. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Event description:
Information received by medtronic indicated that the reservoir compartment had a missing piece however the reservoir was able to lock in place when inserted into the insulin pump. The customer also reported issue with the button. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.